Event description:
It was reported that the pt presented with lack of therapeutic effect. The low battery alarm was sounding. The reservoir volume was checked. The expected volume was 9.9 ml; actual reservoir volume was 11 ml. The physician was unsure of there was an issue with the pump since the low battery alarm was sounding, but was concerned about under infusion. The pump was replaced.

Manufacturer narrative:
Final device analysis of the pump revealed a motor coil anomaly; there was a broken coil mounting screw. The pump was stalled.